Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2026. Infusion set not adhering after shower. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.